Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection:the distal tip was missing and not returned with the device. The outer catheter remained intact. At the distal tip of the device, the marker band was present. The core wire was broken approximately 24.3cm from the distal tip. Therefore, approximately 24.3cm of the core wire was detached and not returned for evaluation. The distal end of the outer catheter and inner catheter was slightly jagged. Functional/performance evaluation:due to condition in which the device was returned (detached tip), functional/performance evaluation could not be performed. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned. The investigation is confirmed for a tip and core wire detachment, as the metal tip and a section of the core wire was missing from the distal end of the catheter. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Having the guidewire fully advanced through the distal tip of the crosser catheter during activation could cause the tip of the catheter to separate from the outer catheter or the tip to become stuck on the guidewire. This could then result in the distal tip detaching during retraction. Therefore, the root cause is possibly user related. However, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during use in the anterior tibial artery (ata), the recanalization catheter tip and core wire broke off in the cto lesion. The health care provider reported that an attempt was made to remove the core wire, but the catheter tip and core wire remain in the lesion. The hcp further reported that a poba was performed in the posterior tibial artery (pta) as an alternative to the ata to complete the procedure. There was no known impact or consequence to the patient.